Event description:
The user facility initially reported that the venous pressure limits set at 160. Follow-up's to the customer were unsuccessful at that time. On (B)(6) 2013 a user submitted medwatch was received. The user facility reported the patient moved his arm during treatment and the venous needle became dislodged. The hemodialysis machine did not alarm. Venous pressure limited was noted at 160. Treatment was interrupted and the blood pump stopped. The venous line was clamped and pressed applied on the needle exit site. Blood was returned via arterial needle. Blood loss estimated at approximately 250ml to 300ml. The patient was alert and responsive; however, complained of nausea, vomiting and shortness of breath. The patient received 700ml of intravenous (IV) fluid and the 911 rescue was called. The patient received oxygen via nasal cannula at an unspecified rate and was transported to the hospital for further evaluation. The patient was admitted to the hospital for one day and then was released and returned for his next scheduled treatment. Medical records were then provided but did not include information related to the hospital visit. The following is based on medical records provided: treatment began at 11:39. At 12:00, patient was counseled regarding moving during treatment. At 13:00, the patient was again moving and felt as though he may vomit. At 13:30, the patient was resting comfortably. At 14:04, the patient moved about and the needle was dislodged.

Manufacturer narrative:
Based on the information provided, no definitive conclusion can be drawn. Medical records have been provided and reviewed by the post market clinical staff and physician. The range of acceptable venous pressures programmed into the dialysis machine would not detect the very small change in venous pressure due to a venous needle dislodgement. A venous needle dislodgement is generally a user error (patient or technician); the amount of blood loss would depend on the speed of the blood flow pump (set according to prescription), and time. Therefore, the device functioned as expected; a complete device investigation will be done to ensure that the machine was functioning within specifications. In this situation, the amount of blood loss was contributed by the hemodialysis treatment itself, without device malfunction. A supplemental report will be submitted at the conclusion of the plant investigation.